Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender characteristics is male. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: concomitant tricuspid valve surgery in patients with significant tricuspid regurgitation undergoing left ventricular assist device implantation: a systematic review and meta-analysis. Artificial organs. 2024;48:1392¿1403. Doi: 10.1111/aor.14819 d4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis review of concomitant tricuspid valve surgery in patients with significant tricuspid regurgitation undergoing left ventricular assist device (vad) implantation. Patients were studied in groups of a vad only or a vad plus a tricuspid valve surgery (tvs). The authors described patient deaths in both groups; however, the causes of death were unknown and categorized as early, occurring in-hospital or late, occurring after the index hospitalization. There were patients in both groups who experienced early and late right heart failure with the need for a right vad, post-operative strokes, renal failure, and extended stays in the intensive care unit (ICU). The status of the vads is unknown. No additional adverse patient effects were reported.